Manufacturer narrative:
(B)(4).

Event description:
It was reported that at one day post implant the lead was noted to be dislodged. No report of intervention had been received. No additional information was available.